Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to no n-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the the leads tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.